Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported that due to this issue, the customer was taken to the emergency room for treatment of hyperglycemia. No further event details were provided. There was no report of death or permanent injury associated with this event. A readings comparison of 57 mg/dl and 60 mg/dl with the sensor against 154 mg/dl and 200 mg/dl with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the pcba triangle and observed debris on plug assembly. Visual inspection of the plug assembly was performed and contamination was observed on pcba triangle has been deemed insignificant to cause any issue. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The issue is therefore not-confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the adc device. The caregiver reported that due to this issue, the customer was taken to the emergency room for treatment of hyperglycemia. No further event details were provided. There was no report of death or permanent injury associated with this event. A readings comparison of 57 mg/dl and 60 mg/dl with the sensor against 154 mg/dl and 200 mg/dl with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.